Manufacturer narrative:
One i3 unit was returned with i3 accessories. External and internal visual inspections of unit revealed discrepancies in the right angle power extension cable insulation. The wires leading into the male side of the connector jack were frayed, and broken through the insulation with the jack barely attached. The state of the cable caused intermittent connection and disconnection of unit power. The cause of the event was traced to the cable; however, the reported sparking was not replicated during testing of the unit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
The cord form the back of the patient electronic system (pes) was split and would spark when the system was powered on. Additionally, the pes would shut down during use. The pes was replaced.